Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an polaris ultra ureteral stent was used during a ureteroscopy procedure in the left urter performed on (B)(6) 2021. During preparation, the stent became broken when the suture was removed. It was reported that the suture was cut by a pair of scissors. The procedure was successfully completed with another polaris ultra ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Block e1: initial reporter state reported as: sl. Block h6: medical device code a0401 captures the reportable event of stent shaft broken. Block h10: the returned polaris ultra ueteral stent was analyzed, and a visual evaluation noted that the shaft detached separated in the middle section. The device was detached separated and also strangle mark or drag mark at the middle section. No other problems with the device were noted. The reported event was confirmed. Based on the most relevant information of the complaint event description, device analysis and including the product record review results, the device meets all manufacturing specifications required and passed all the controls and inspections, no abnormalities were reported during the assembly process. It was found that the device has shaft kinked and detached separated in the middle section. According to the evidence, it is possible that operational factors, such as interacting with the suture string device or other devices involved during procedure could have caused this failures. Once the shaft is detached it is possible that an excess of force applied during it used could damage it and cause the report issue. Additional, strangle mark, it is the most likely that it was generated due to the manipulation/handling of the device or due to the interaction with other devices or with the suture string during the preparation. Review and analysis of all available information indicated that the root cause of the problems found is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that an polaris ultra ureteral stent was used during a ureteroscopy procedure in the left urter performed on (B)(6) 2021. During preparation, the stent became broken when the suture was removed. It was reported that the suture was cut by a pair of scissors. The procedure was successfully completed with another polaris ultra ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.